Event description:
The consumer reported that the patient had a tooth type of 4 stability was achieved before prosthetic restoration & osseointegration was not achieved.

Manufacturer narrative:
The consumer reported that the patient had a tooth type of 4 stability was achieved before prosthetic restoration & osseointegration was not achieved.